Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not sure if the bolus was correctly delivered. During troubleshooting with tandem technical support, the customer attempted to deliver a bolus; however, the touchscreen went blank a few times. The bolus was delivered; however, the customer was still not sure if it was delivered correctly. The blood glucose level was 108 mg/dl. Tandem technical support reviewed the pump data and confirmed that the bolus was delivered and the bolus was correctly calculated by the pump. Upon follow-up, the customer declined further troubleshooting.